Event description:
Initial report indicated that the pt had high lead impedance on a system diagnostics test, indicating a possible lead malfunction. X-rays reviewed by physician showed no anomalies. No report of pt trauma preceding the high impedance event. Revision surgery is likely.

Manufacturer narrative:
X-ray review by physician. X-ray review by physician, no gross lead discontinuities noted. Device malfunction on suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that the patient's vns may be explanted due to the vns "not working for the patient". The patient has had high lead impedance since at least (B)(6) 2007, and the vns has been disabled since (B)(6) 2007. Attempts for further information regarding an explant date are in progress.

Event description:
Reporter indicated the patient had vns explant surgery performed on (B)(6) 2011. The explants were discarded by the hospital. The patient was not reimplanted with vns.

Manufacturer narrative:
The correct event date is provided.